Event description:
The respiratory therapist reporteds that the ventilator went vent inop and shut down while in use. Customer reported there was no patient harm. But could not recall if the ventilator alarmed.